Manufacturer narrative:
The cello balloon guide catheter was returned for analysis along with a cordis 8f vessel dilator, a cordis 4f 100cm catheter, a cordis 4f 125cm catheter, a cordis catheter sheath introducer, an unknown 0.034¿ od (outer diameter) 302.5cm length guidewire, and an unknown 0.013¿ od 200cm length guidewire. The cello balloon guide catheter was examined. A rotating hemostatic valve (rhv) was found attached to cello main lumen hub. The rhv was removed, no damages were found with the main lumen hub. A three-way stopcock was found attached to cello balloon lumen hub. The stopcock was removed, no damages were found with the balloon lumen hub. The balloon flexible inflation port was found detached from the balloon lumen hub and not returned. The reason for the inflation port not returning was not provided. Blood reflux was present within the cello hub. No bends or kinks were found with the cello balloon guide catheter body. The balloon was found ruptured circumferentially on its proximal end with the proximal and distal ends still attached. The cello balloon guide catheter main lumen was flushed, water exited from the distal tip. The cello balloon guide catheter balloon lumen was flushed, blood and water exited from the ruptured balloon. No other anomalies were observed with the cello balloon guide catheter. The cello balloon guide catheter will be sent to fuji corp for further investigation. Once we have received the investigation results, a supplemental report will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional event information: the patient had undergone endovascular treatment of the right m1. Vessel tortuosity was described as normal. During the procedure, the cello balloon was placed in the internal carotid artery (ica). It was reported that the cello was not inflated due to leakage of the balloon; the balloon was "bursted". There were no reports of difficulty/friction during device delivery. The solitaire was used to perform thrombectomy. The solitaire was stored in the cello after recanalization. In addition, the cello was pulled into the sheath during removal. Recanalization was reportedly successful in 30 minutes, however, it was noticed that the patient experienced embolization of balloon fragments in the ipsilateral a2 and m2. It was reported that fragments were visible on x-ray that had not been there prior to balloon rupture. The fragments caused vascular obstruction. Because the patient's condition had improved in comparison to pre-procedure, the physician decided not to perform additional intervention. It was reported that the patient's post-procedure mrs was an improvement over the pre-procedure mrs. Post-procedure, the patient has symptoms of paresis of the left arm and leg, neglect, hemianopsia, facial paresis. At the time of reporting, the patient's symptoms had made improvement, but still remain.

Manufacturer narrative:
B5. Event description - additional information g4. Date manufacturer received - additional information g7. Type of report - additional information h2. Follow-up type - additional information medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device has been returned and evaluation is in progress. A follow-up MDR will be submitted when the investigation is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that there was embolization of fragments coming from the cello balloon guide catheter. Prior to the event, it was reported that the vessel was successfully recanalized with a solitaire and cello within 30 minutes and the reported event was noticed afterwards. The balloon was never inflated because they noticed there was a leak coming from the balloon. The embolized balloon fragments went to the ipsilateral a2 and m2. The patient improved in comparison with the condition before the procedure; therefore, the operator and neurologist decided to refrain from invasive removal. The patient was reported to have had paresis of the arm and leg, left arm and leg neglect, hemianopsia, and facial paresis.

Manufacturer narrative:
Based on the device analysis and reported information, the customer¿s report of ¿catheter separation/break¿ was confirmed. Based on the test results and the reported information, it is presumed that balloon was damaged before or after being inserted into the sheath introducer, and failed to inflate, and damaged while passing through the valve of the sheath introducer when removing. However, we could not reproduce the reported event and the exact cause is unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.